Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. The top case was counterfeit and the right plunger case was cracked. Check clutch alarm was found in pump event history log. Reported problem was unable to be duplicated during flow and occlusion tests. The root cause of the reported issue was the clutch being released during an infusion causing the check clutch/ plunger lever error. Actions were taken to mitigate the reported issue: replaced clutch half's left and right with leadscrew and spring as a preventative measure.

Event description:
It was reported that the device was presenting with clutch error. No patient injury was reported.